Event description:
As reported by our colleagues in europe "a box of vfem018 was broken during transport. When the product arrived to the distributor did not want to use. The inner box was damaged, and the sterilization could be compromised."

Manufacturer narrative:
The complaint device was returned for evaluation. Visual inspection of the integrity of the seal was found it to be intact. Further examination of the pouch at 2.5x magnification found no holes, tears, or openings in the pouch material. The provided photographs were analyzed and the shipping box and shelf carton both exhibited damage. The complaint that the shipper and shelf box were damaged was confirmed. The complaint that the sterilization was compromised was not confirmed. Based on these findings this event is no longer MDR reportable. It is highly probably that the package was damaged in transport as it was confirmed that the package was shipped undamaged from an edwards warehouse. Trends for this issue are in control and will continue to be monitored. Manufacturing records were unable to be reviewed due to no lot number provided by the customer. There will be no pra or CAPA initiated at this time. The instructions for use, training, and risk control measures are appropriate at this time. Trends will continue to be monitored on through the edwards quality system.

Manufacturer narrative:
Device evaluation anticipated upon receipt.